Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821r. Multiple fdd/annex a codes were reported. A05 was coded for amber light on the camera, localizer faulted, and bump detected. A1102 was coded for localizer faulted error and bump detected error. A0709 was coded for camera was unable to track any instruments. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was showing an amber light on the camera. This was noticed in prep before a case. The camera was unable to track any instruments, and the manufacturer representative (rep) noted the localizer faulted error. The network device interface (ndi) toolbox had a bump detected error. There was no patient involvement.

Manufacturer narrative:
H3, h6: analysis was performed for product: 9735821r, lot number: p923169. It was reported that the check of the event log showed that a bump had been detected. The positioning sensor unit (psu) passed an accuracy test at .127mm with a passing threshold of .250mm. The bump sensor was cleared. The psu was now fully functional. Already reported codes b01, c08 and newly applied code d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Wo: h3, h6: a medtronic representative went to the site to test the equipment. The camera was replaced. The system functioned as intended. Codes b01, c08, c19, and d14 are applicable to this system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.